Event description:
The 840 ventilator stopped cycling while in use on a patient. The nellcor puritan bennett customer support engineer (cse) verified the vent inop error codes in memory, but could not reproduce the reported event. The unit passed extended self testing. No parts were replaced. There was no patient harm or injury reported.